Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 125 ohms). Gradually increasing, from 70 ohms, to 100 ohms and then up to 125 ohms, over the last year. The device remains implanted. No adverse patient effects were reported. Additional information was received, that technical service (ts) consultant reviewed available device data and provided programming recommendations to increase shock impedance alert limits. As a result, the physician reported increasing the shock impedance alert limit from 125 ohms to 200 ohms and will monitor the patient via the home monitor equipment. The rv lead remains implanted. No adverse patient effects were reported.